Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hmuq, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that his implant didn't work and was replaced on (B)(6) 2015. The lead had "shorted" and only 2 of the 4 contacts worked. The indications for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.